Event description:
Customer reported that she had high blood glucose of 420 mg/dl and she is having issue with occluded infusion sets. Customer stated that the insulin pump did not alarm to notify her of the problem. Customer changes the infusion set troubleshoot was performed and the insulin pump appears to be working as design. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.